Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator failed. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one smiths medical pneupac parapac ventilator was received for investigation in good condition. The cycle led flashed prematurely following a test of the device. The cycle pressure switch was subsequently adjusted to flash led at 10.0 cmh20. A peep check at the maximum value failed, and so the grub screw was adjusted on the sbv/pdv. The investigator also observed that the alarm reed, part number 530k1174, did not function during the high pressure check. The part was replaced as a result. The device passed all functional tests after this measure was taken. The reported customer product problem was confirmed.